Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been the formation of a hematoma postoperatively due to external factors. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: nurse/manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a left heart cath, right groin. Post procedure the doctor closed with the involved angio-seal device. The patient had hemostasis. The patient then went to the floor and later had a hematoma. The floor staff held pressure and took the patient back to the cath lab and the cath lab staff held pressure. The patient was finally stable and went home the next day. The dr. Said this was not the device's fault. Type of procedure performed was a left heart cath. Estimated blood loss was less than 250cc's. The event occurred post-operative. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.